Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during an undetermined urology procedure, the system fluoro shut down. Staff brought in a portable c-arm fluoro unit and the procedure was completed without further incident. Customer provided no pt or procedural info, other than to say the pt is fine. No reported injury.